Event description:
Update: 06/17/2013 - sales rep reported patient underwent right hip revision due to acetabular cup loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient has experienced elevated blood levels of chromium and cobalt; severe and debilitating pain; numbness and popping in her hip; neuropathy in her legs; significant inhibitions of her ability to walk. Additionally she has been forced to use a walker all of the time and forego her leisure activities. ***update*** (B)(4) 2011 - plaintiff's preliminary disclosure (ppd) form received 9/23/2011. There was no new information received that would impact the outcome of the investigation. **update**(B)(4) 2013 - sales rep reported patient underwent right hip revision due to acetabular cup loosening. There was no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient has experienced elevated blood levels of chromium and cobalt; severe and debilitating pain; numbness and popping in her hip; neuropathy in her legs; significant inhibitions of her ability to walk. Additionally she has been forced to use a walker all of the time and forego her leisure activities.